Event description:
Patient revised for dislocation, found stem loose from the femur and unknown mfg cement loose on both interfaces.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.